Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 2026095-2020-00043 for the second event. Fill volume: 400 ml. Flow rate: 4 ml/hr. Procedure: endoscopic carpal tunnel with ulnar nerve repair. Cathplace: unknown. It was reported the patient used the elastomeric pump for a elbow/ulnar procedures. The pump infused at 4ml/hr. The patient came into the clinic with no pain but was swollen with neuropraxias. The patient will be going to the occupational therapy (ot) and therapy for the edema. Additional information received 18-mar-2020 stated the product was used in accordance with instructions. The user or facility conditions did not contribute to the incident. The drug was not a contributor or potential contributor to the incident.

Manufacturer narrative:
The device history record for the reported lot number, 0002990511, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 20-may-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.